Event description:
Literature report states a physician performed a cataract extraction using phacoemulsification of a 2+ nuclear sclerotic cataract with anterior cortical changes. The capsulorhexis was performed under viscoelastic and a viscoelastic was also injected into the eye. The iol was loaded into the injector along with viscoelastic product. The surgeon noted it was difficult to inject the iol into the eye. A 'crunching sound' was noticed upon insertion and a white, granular material was seen on the lens and in the anterior chamber of the eye. The iol was removed and a different iol of the same lens model was implanted during the same procedure. One week following surgery, the patient developed corneal edema with a best corrected visual acuity (bcva) of 20/200. The patient was last seen at one month postoperative, at that time, the eye was quiet, the corneal edema had resolved, and the bcva was 20/30. MDR # 3002037047-2007-00046 (viscoelastic). MDR # 1119421-2007-00345 (iol).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 07/24/2007 by mail. Literature citation: hickman ms, werner l, mamalis n, sung e, goldstein d, vroman dt, pandey sk. Intraoperative explantation of two single-piece hydrophobic acrylic intraocular lenses due to surface deposits. Eye. 2006; vol. 20: 1054-1060. "See scanned pages."